Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cuff (collar) of an unspecified number of clearlink system solution sets were cracked which resulted in a leak. This issue was identified during patient infusion with propofol. The infusion was found to be leaking into the patient's bed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3 and h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6 (replace b17 with b01 and c20 with c13) and h10. H10: the device was received for evaluation. A visual inspection was performed which observed sleeve connector of the luer lock was cracked/broken. Functional test including pressure test was performed and no leak was observed. The reported crack was verified. The cause of the cracked component could not be determined; however a potential cause is exposure of the polycarbonate collar to a propofol solution that contains lipids. Should additional relevant information become available, a supplemental report will be submitted.